Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacture reference number: 2017865-2022-01926. It was reported that patient presented during clinical follow-up. The patient was admitted to system extraction as he was symptomatic of infection believed to be secondary of generator change. During procedure, it was noted that the patient's pressure decreased when the right ventricular lead was extracted. Cardiac perforation was evident and an open heart surgery was completed. The pacing system was explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The product was returned for reported event of cardiac perforation. As received, a complete lead was returned in two pieces for analysis. Failure event unrelated to the reported event was observed during analysis. Final analysis found two external insulation abrasions consistent with friction to another device, feature of heart, and device can. No other anomalies were identified.